Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of repair of central bundle of extensor tendon, when opened the packing(did not use it), noted the half of anchor was missing, no any powered or partial anchor in the packing (as the attached photo shows). No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and photo provided by the customer. The device was not received in its original packaging and it was received disassembled. Visual observations revealed that the suture was not in place and the anchor was not positioned in the tip. Also, the anchor was inspected under magnification and it was found deformed. In other hand, in the photo provided by the customer, it was observed that the anchor was bent but still in place by suture. The partial anchor missing failure reported was not confirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l98260, and no nonconformances were identified. The storage conditions of these devices are unknown, and it is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchor to bend. This product should be stored in a cool dry place (below 77°f or 25°c), away from moisture and direct heat per IFU-109285. It is unknown if the instructions were followed. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a central bundle of extensor tendon repair procedure on (B)(6) 2021, it was observed that half of the microfix qa+#3/0 oc v-4 anchor device was missing upon opening its package. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.